Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end the stent struts were raised, distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 25-sep-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 36x2.5mm, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Predilation was performed with a 2x15mm emerge balloon catheter. Following predilation, residual stenosis was 50%. A 2.50x38mm promus element plus drug-eluting stent was selected to treat the lesion. The device crossed half of the lesion but was blocked and could not advance further. The device was removed and additional dilation was performed using the same 2x15mm emerge balloon catheter. Another attempt to cross the same 2.50x38mm promus element plus drug-eluting stent was made but was unsuccessful. The procedure was not completed and the physician rescheduled the procedure for staff discussion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.